Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer checked the sample volume and found the reagent dispense volume was insufficient. He performed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e411 disk. The initial result was 80.79 ng/ml. The repeat results were 16.67 ng/ml and 16.64 ng/ml.

Manufacturer narrative:
The investigation reviewed the calibration data and the level 2 qc data. The results were within specifications, the investigation reviewed the customer's handling of patient samples. The reported patient sample's clotting time was only 10 minutes. The recommended clotting time for most serum tubes is 30 - 60 minutes. Based on the information provided, the investigation did not identify a general reagent issue. The cause of the event could not be determined.